Event description:
The customer reported that his blood glucose results were high while wearing a pod. On (B)(6), his results ranged from 3.3 mmol/l to 16.2 mmol/l (59 mg/dl to 292 mg/dl). He provided the following results for (B)(6): time: 4:56 am, blood glucose result: 15.6 mmol/l (281 mg/dl); time: 6:24 am, blood glucose result: 19.3 mmol/l (348 mg/dl); time: 7:14 am, blood glucose result: 18.5 mmol/l (333 mg/dl); time: 9:40 am, blood glucose result: 12 mmol/l (216 mg/dl); time: 11:40 am, blood glucose result: 11.8 mmol/l (213 mg/dl); time: 2:00 pm, blood glucose result: 18.3 mmol/l (330 mg/dl). He stated that the cannula was bent/kinked. He did not provide any history of boluses given and discarded the pod prior to calling.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent/kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." No lot qualification records were reviewed, as the product lot number was not provided.